Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Analysis of the patient exams was initiated, but the uploaded file was corrupted, so no analysis could be performed.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a transsphenoidal fess procedure, there was an alleged inaccuracy of 5mm-1cm. Registration value was 0.7 and sphere of accuracy covered entire head. Accurate on external anatomy, but as the surgeon reached the sphenoid sinus the 5mm-1cm inaccuracy was noticed. The surgeon continued using navigation for the surgery. The site was using the side emitter for the surgery. It was noted that the surgeon was using 4 month old scan of the patient. Navigation specialist hospital staff notified surgeon of older scan and poor image quality prior to surgery. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The registration pattern and image from the procedure were reviewed by medtronic personnel. The review found that the magnetic resonance imaging (mr) image used was of a lower quality and that the trace pattern did not cover a significant portion of the posterior anatomy.